Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that one month ago the patient, implanted on (B)(6), 2004, had a head injury with swelling in the area of the implant. Re-implantation is considered.